Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection at the insertion site and was treated with unknown antibiotics. On (B)(6) 2018, it was reported by the home nurse that the insertion site (redness) was better after the use of honey ointment and spray.

Manufacturer narrative:
Reference record: (B)(4). Additional information added to outcomes attributed to adverse event and, event. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 15 jan 2019: on (B)(6) 2019, it was reported that the patient also experienced a buried bumper, which was removed and a new peg/j system was placed. Duodopa lcig was started immediately after the procedure. It was reported that the tubes were discarded.